Manufacturer narrative:
Catheter model # 8709 lot # n281991005 implanted: (B)(6) 2011 explanted: unk; 8835 personal therapy manager (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the health care provider (hcp), increased pain was reported. The hcp increased the daily dose of medication on (B)(6) 2011. X-ray results on (B)(6) 2011 revealed the catheter had migrated out of the intrathecal space. The catheter was revised on (B)(6) 2011. The patient recovered without sequelae. The pump delivered dilaudid and bupivacaine.